Manufacturer narrative:
The investigation into the reported 'aic - battery failure (red alarm)" has been completed. Product was returned for investigation. The device was inspected and found the batteries were confirmed to be unable to power the console and could not charge. Testing was performed which showed that both batteries were sufficiently depleted such that they were locked out. Replacing the batteries, with batteries that were not locked restored charging capabilities and provided full voltage and communication capabilities to the system. The investigation determined that the root cause of the automated impella controller (aic) issue was a depleted battery.

Event description:
The complainant in the uae reported a battery failure (red alarm) on the automated impella controller (aic) unit.